Event description:
It was reported, following an initial implant, post paced t wave oversensing was observed on the right ventricular (rv) lead during final measurements. Reprogramming was performed to resolve the event. The patient was stable.